Manufacturer narrative:
(B)(4): physio-control performed a clinical review of the event and determined that the reported device failure did not contribute to the patient's outcome. It was reported that approximately 30 minutes elapsed before the first responder arrived to the patient. Physio-control reviewed the electronic patient record from the reported event and was able to verify the reported leads off condition from the electronic patient record. After a thorough device evaluation, physio-control was however unable to duplicate the reported failure. Proper device operation was observed through functional and performance testing. The electrodes that were used during the event were not returned to physio-control for further evaluation.

Event description:
It was reported to physio-control that the customer tried to use their device on a patient, but the device did not recognize the defibrillation electrodes that were connected. After reconnecting the electrodes four or five times (with a total delay of 2 - 3 minutes), the device worked properly. The patient¿s cardiac arrest was reportedly unwitnessed. It was estimated that approximately 30 minutes elapsed before the first responder arrived. The patient did not survive.